Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range (oor) shock lead impedance (sli). Healthcare physician (hcp) needed assistance in programming the system in magnetic resonance imaging (MRI) protection mode. Technical services (ts) did not program the system in MRI protection mode due to high oor sli. Ts suspected lead integrity issue to be the cause of high oor sli. This system remains in service and no adverse patient effects were reported.